Manufacturer narrative:
Height: 65 inches. Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports that on (B)(6) 2015 she went to the emergency room as she noted an open area to her peristomal skin at 12 o'clock under the tape collar measuring the size of a nail head. The physician prescribed oral keflex. End user advised the peristomal skin appeared to improve slightly but, then states the open area became larger measuring approximately 20 x 25 mm oval and began to drain a scant amount. End user was seen in the emergency department on (B)(6) 2015 and the physician prescribed keflex intravenously. End user had a follow-up appointment with her primary care physician on (B)(6) 2015 who cultured the wound and prescribed clindamycin. The culture came back negative for bacteria and positive for yeast. The primary care physician prescribed oral clotrimazole and she completed that prescription on (B)(6) 2015. End user to follow-up with her primary care physician and her surgeon's wound, ostomy, continence nurse.